Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes device evaluated by MFR: the device was returned for evaluation. Examination of the returned device revealed that the telescope assembly was not able to properly pull back, advance, and retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. No wind up was observed on the imaging core during x-ray analysis. Fluid was leaking from an open hole at the lap joint area when the catheter was flushed. The imaging window is still connected to the blue sheath at the lap joint. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2014-01629 and 2134265-2014-01633. It was reported that pullback function failed. The 75% target lesion was located in a non-calcified and moderately tortuous mid left anterior descending artery. During a percutaneous coronary intervention, a motor drive unit was used in conjunction with an opticross imaging catheter to visualize the lesion. After the imaging catheter successfully crossed the lesion, the physician attempted to perform pullback but it failed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
Same case as MDR ID #: 2134265-2014-01629 and 2134265-2014-01633. It was reported that pullback function failed. The 75% target lesion was located in a non-calcified and moderately tortuous mid left anterior descending artery. During a percutaneous coronary intervention, a motor drive unit was used in conjunction with an opticross imaging catheter to visualize the lesion. After the imaging catheter successfully crossed the lesion, the physician attempted to perform pullback but it failed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).